Manufacturer narrative:
The reported event that handle with drill guides was alleged of issue s-17 ¿ device damaged could not be confirmed, since the device was not received for evaluation and no other evidences were provided. The device was not available for evaluation as it was lost during the transportation by shipping agency. The batch record could not be reviewed as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The operative technique provides a clear note that ¿first fully engage the drill guide in the hole and then aim the drill in the desired direction¿ failure to which may lead to damage to the inner surface of drill sleeve or the drill. The instructions for use was reviewed which demands that ¿all instruments and implants should be verified for proper function prior to each clinical use. The user must be familiar with the state of the art and the instrument and implant function prior to clinical application¿. It also warns that ¿do not use the drill guides to bend or move the plate in a better position. This could cause instrument damage¿. Thus, in absence of the actual product the exact root cause cannot be determined, however, based on past complaint history, the most likely root cause is attributable to a user(ur) related issue. Some of the possible causes are: improper user handling, failure to follow the operative technique/ IFU or misinterpretation of color coding logic. If the product is returned or any further information is provided, the investigation report will be reassessed.

Event description:
Defect polyaxal drilling sleeve. Surgeon noticed the drill would not pass the drill guide smoothly, drill caused some strange noise, surgeon was afraid of metal debris.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Defect polyaxial drilling sleeve. Surgeon noticed the drill would not pass the drill guide smoothly, drill caused some strange noise, surgeon was afraid of metal debris.